Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient presented with elevated plasma free hemoglobin and ldh. Air in the aortic root on two echos. Listed status 1a for transplant. The patient received a transplant (B)(6) 2013.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.